Event description:
It was reported that the patient thought he was taking longer to recharge than before. The patient charged about once a week and his battery was about "1/4-1/2" full, even with eight coupling boxes. The patient stated he was a heavier person and charged directly on his skin. The patient also stated he had "tingling at the site where the battery was" after recharging. The patient noticed this for about "the last month or two" prior to the report. It was also reported that "two probes were not working like they were supposed to." The patient's health care provider (hcp) thought they were not positioned correctly and intended to reposition them, but had not yet. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-56, lot # v697758, implanted: (B)(6) 2011, product type lead; product ID 3888-56, lot # v701960, implanted: (B)(6) 2011, product type lead; product ID 3888-56, lot # v693539, implanted: (B)(6) 2011, product type lead; product ID 3888-56, lot # v643871, implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).